Event description:
Per the clinic, the patient underwent an abutment removal procedure due to pain caused by the continuous positive airway pressure (CPAP) device rubbing against the abutment site and a new baha system was implanted under general anesthesia on (B)(6) 2025.